Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient complaint about the device vibrating every few hours for the past three days. Upon interrogation, it was discovered that the implantable cardioverter defibrillator was found to be in backup vvi mode. The device was reprogrammed, and the issue was resolved. The patient was in stable condition and left the office complaint free.